Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) would not boot-up. The ccm was in the pump room before set-up when this occurred. There was no patient involvement.